Manufacturer narrative:
Exact date unknown, event occurred few months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg had to be charged more frequently. The patient underwent a ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned. No device malfunction was suspected.